Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high and undefined pacing impedance through the analyzer. The ra lead was capped and was not replaced. Additionally, it was reported that the right ventricular (rv) lead had high and undefined pacing impedance and no capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.